Event description:
The pt used the suspect device to check the blood glucose and obtained a result of 300 mg/dl. Then injected self normal 8 units of insulin. Family member later found pt passed out. Was taken to the ER and the glucose was 40 mg/dl and was treated for hypoglycemia. Level 1 and level 2 controls were used on the system and both controls were out of range. The pt had been storing test strips out ot the original capped vial. The suspect device was replaced with new product and then authorized for return to the MFR for eval.